Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At 1221, the pump was programmed for deliver of reclast 5mg/100ml, with a rate of 220ml/hr, a vtbi (volume to be infused) of 110ml, and the delivery was started. At 1255 at the end of the delivery, the pt noticed there was a "slug" of air near the IV site. At that time the pt called the nurse and pinched the end of the tubing. The nurse reported there was air in the tubing, distal to the pump with no alarm. At that time, the nurse stopped the delivery and disconnected the tubing from the pt's IV site. The device was removed from clinical use. The customer contact reported an unspecified volume of air was delivered to the pt there were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The nurse monitored the pt for an add'l 15 minutes and was discharged home. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by appropriately alarming when air was present in the tubing distal to the pump. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicated that on (B)(6) 2011 at 1220, the pump was programmed using the cca: occ and the drug library was used selecting the drug zoledronic acid (reclast), to deliver at a rate of 220 ml/hr, with a vtbi (volume to be infused) of 110 ml, for a duration of 30 minutes, infusion complete callback setting: no, air in line setting 250 mcl and nearing end of infusion setting off. At 1220 the delivery was started. At 1249, the infusion was stopped. The volume infused was 106.144 ml. This report represents all the info known by the reporter upon query by hospira personnel.